Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection of the lead barrel and header of the device identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Analysis of the device memory revealed a template lost (tl) error. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device did not pass all testing. The device case was removed, and visual inspection of the hybrid noted cracked solder joints on the high voltage capacitor. Analysis concluded that the tl error was due to the result of the cracked solder joints on the high voltage capacitor.

Manufacturer narrative:
No further information has been provided to date. This report will be updated should additional information become available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code indicative of the static reference template being lost. Boston scientific technical services (ts) discussed the device would emit 16 tones every 9 hours and advised therapy would remain available to the patient though a new template would need to be acquired. Instructions were provided to perform a magnet reset and template acquisition. Upon completing the reset the code was no longer observed. However, ts reviewed device data noting the template was lost as a side effect of 4 power supply anomalies caused by an unexpected reset during device charge or shock delivery. As such, device replacement was recommended as therapy availability could not be guaranteed. No adverse patient effects were reported.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a code indicative of the static reference template being lost. Boston scientific technical services (ts) discussed the device would emit 16 tones every 9 hours and advised therapy would remain available to the patient though a new template would need to be acquired. Instructions were provided to perform a magnet reset and template acquisition. Upon completing the reset the code was no longer observed. However, ts reviewed device data noting the template was lost as a side effect of 4 power supply anomalies caused by an unexpected reset during device charge or shock delivery. As such, device replacement was recommended as therapy availability could not be guaranteed. A revision procedure was later performed wherein the device was explanted and replaced. No adverse patient effects were reported.